Event description:
Pt had bilateral breast augmentation in 1986. Pt began having complications approx. Nine years later including pain, frozen shoulder and extensive silicone adenopathy and bilateral contractures. The symptoms and extensive silicone necessitated removal.